Event description:
It was reported that the pump time and date were incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.